Manufacturer narrative:
Concomitant products: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered alerts for low superior vena cava (svc) and rv defibrillation impedance. Follow up with the company representative indicated the lead will be replaced in the future. The lead remains in use. No patient complications have been reported as a result of this event.